Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty fsr(gold). Motor passed motor test. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during basal. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer did not report an e70 alarm. The customer were able to complete pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.